Event description:
The customer stated that he was hospitalized for hypoglycemia, with a blood glucose reading of 27 mg/dl. The customer had changed the infusion set the night before. The customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.